Event description:
It was reported by the affiliate that the (1) tsb45 was used during a colon procedure. It was reported that the knife was broken. The case was completed with another instrument. There was no pt consequences.